Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported that during routine testing at a fire department multiple patients received a false negative result with the binaxnow covid-19 antigen card test performed on unknown dates, using unspecified sample types. The customer stated that a unspecified "lab test" was performed on the same day as the antigen card tests, using unknown sample types, which generated a positive result. As of this report we have not received any additional information on the exact number of patients that tested false negative. Should additional information be provided, a supplemental report will be submitted. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.